Manufacturer narrative:
Additional information received about outcome. The broken part still remain in the root canals. Tooth was treated and filling done. Tooth was not extracted. No injury to patient.

Event description:
In this event it is reported that 2 waveone gold glider 015-02/25mm blister 6 files broke during use. The broken parts could not be retrieved. Further treatment is expected. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Two waveone gold glider 25mm were returned in loose. One file is actually broken at the tip of the active part (torque). Second file is untwisted at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern or damaged area. No unused file is available for evaluation. No link can be established between breakage issue and information found during DHR review (batch #1816353). Root causes are not identified. We will track this kind of event and monitor the trend